Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State, province or territory: california. Post office or zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that insulin did not exit at the qr which is an indication of occlusion .the patient experienced hyperglycemia and treated with insulin injection pump therapy. The event occurred on (B)(6) 2026.